Event description:
The customer contact reported kinked tubing. The tubing set was being used to deliver an unspecified concentration of tpn, at a rate of 3ml/hr, via a symbiq pump. After an unspecified length of time, it was reported that the pump intermittently alarmed for unspecified occlusions. The customer contact indicated that the staff tried unspecified methods to troubleshoot the alarm and the reset appeared to be adequate for unspecified lengths of time. No specific details were provided. The customer contact indicated that the pump was checked many times during the delivery and was functioning. After an unspecified length of time, the customer contact indicated that the alarm condition could not be cleared and the pump was replaced. After an unspecified length of time, the nurse attempted to flush the broviac line; however, the nurse could not flush the broviac line. The physician was notified. At an unspecified time, it was reported that the nurse noted that the tubing set. At an unspecified time, it was reported that the broviac line was removed because the broviac line had clotted off. The customer contact reported there was no change in the pt's condition. The broviac line was not replaced as the request of the parents. After an unspecified length of time, it was reported that the pt was adjusted to the enteral feedings and gained weight. On an unspecified date, the pt was discharged to home. The customer contact indicated that the pt had other lines previously replaced for unspecified reasons.

Manufacturer narrative:
The investigation is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.